Event description:
Arthrex scorpion multifire needle ref ar-13995n lot 10557861 exp 2024-12-31. Md noticed as soon as the needle was broken off. As they were attempting to pass a suture from the anchor, the distal portion of the scorpion was noted to break and was noted to be imbedded into the subscapularis. The fragment was in the soft tissues and unable to be retrieved without causing further injury attempting to get. FDA safety report ID # (B)(4).